Event description:
The nurse had placed a cortrak feeding tube in a pt. Upon attempting to remove the guidewire, she felt a great deal of resistance and was unable to pull out the guidewire. She asked me, the charge nurse, to help her to remove the wire, and I was also unable to do so. We tried pulling it out some to help with removing the wire, but this was unsuccessful as well. We chose to discontinue the cortrak.